Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant product: product: carto 3 system: mfg #: m-4800-01, serial #: (B)(4). (B)(4).

Event description:
It was reported during an access pathways/wpw procedure, the intracardiac (ic) and body surface (bs ECG's) signals would saturate with noise on the channels of the carto 3 system and the ep recording system when the ez steer navigational 4mm catheter was manually manipulated. The user also reports that the catheter handle would get warm. The catheter cable was changed but this did not resolve the issues. The catheter was changed and no noise or handle warmth was experienced with the second catheter. The case was completed successfully. There was no patient injury reported in this case. Upon requests for clarification with the bwi field representative, she verified that the noise was very bad which made the signals unreadable. The noise was on all intracardiac (ic) and body surface (bs ECG's) signals. The noise issue was only noted during mapping as they had not ablated.

Manufacturer narrative:
(B)(4). It was reported during an access pathways/wpw procedure, all the intracardiac (ic) and body surface (bs ECG's) signals would saturate with noise on the channels of the carto 3 system and the ep recording system when the ez steer navigational 4mm catheter was manually manipulated. The noise issue was only noted during mapping as they had not ablated. The user also reports that the catheter handle would get warm. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Per the reported event, the catheter was tested and it passed the electrical, temperature and generator tests. The temperature of the handle was measured and no anomalies were observed during the test. The customer's complaint cannot be confirmed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.